Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had no delivery and the sensor hurting her when inserted. The blood glucose reading was 33 mg/dl. The low blood glucose readings were treated with food. The customer's current blood glucose was 112 mg/dl. The mother states that they have concerns that the incorrect delivery of insulin is causing the high and low blood glucose readings. The customer has been experiencing several low blood glucose readings. It was also stated that the site showed signs of infection. The customer cleans the site properly. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.